Manufacturer narrative:
(B)(4).the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was procedure completed successfully? And how? Procedure completed successfully.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: device return status? What is the product code and lot #? Product code: b)(4). Product lot no-b8008. No of quantity involved-3. No od sample returning-5. Name of doctor: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was procedure completed successfully? And how?

Event description:
It was reported that a patient underwent a buccal procedure on (B)(6) 2018, and suture was used. The suture separated from the swage point during use. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects and no defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects and no defects were observed. The needles were inspected for any attribute defects and no defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual needle pull off values for retain sample were found above individual specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). Investigation summary ==> it was reported performance pull off suture needle. (Sample 1 and 2) a dispensed braided suture in filaments green and white were returned for analysis. During the visual inspection of the sample, the swage area was not observed and the suture ends were observed busted. In addition, the needle was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident of: ¿ catgut separated from swage point¿.